Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was impacting the insertion handle and the handle disconnected from the connector. It was discovered the insertion handle was broken at the connector. Surgeon selected another insertion handle from another set and completed the procedure. It was reported the patient was not compromised.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that it is completely damaged and even partly broken off. This is a clear indication that far too much mechanical force, beyond its calculated design, hammering, has been applied and resulted in this tremendous damage. No abnormal findings were identified and no product fault could be detected.

Manufacturer narrative:
Device used as treatment. The device was received and the investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.